Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Event description:
An implantable cardioverter defibrillator (ICD) system was returned from a funeral home with no information. Information identified in the manufacture¿s data base/paperwork indicated the patient died approximately 6 months post implant of the ICD system. A cause of death was requested and not received. Further follow up did not yet yield any additional relevant information regarding the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts for additional information were unsuccessful. However, if requested additional information is subsequently received, it would be process and considered accordingly. Concomitant products: 5024m-52 implantable pacing lead, implanted: (B)(6) 1997, 694958 implantable tachy lead, implanted: (B)(6) 2005. (B)(4).